Event description:
Pt went to receive heparin and dsw. Single pump primary line (heparin) set at rate of 22ml/hr. Secondary piggyback of dsw set at 100cc/hr 1 hour after running it was noticed that heparin had infused 200ml and dsw at heparin rate. Heparin turned off and md notified pt transferred to another facility; unrelated to above events.